Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the product was found to be missing an expiration date. The following information was provided by the initial reporter: material no. 328418 batch no. 5306833. It was reported that there was no expiration date on the bag.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the product was found to be missing an expiration date. The following information was provided by the initial reporter: material no. 328418 batch no. 5306833. It was reported that there was no expiration date on the bag.